Event description:
Instrument failure - due to the screw on inserter shearing off upon impaction. Remnant of screw was left in humeral stem with no adverse effects.

Manufacturer narrative:
The instrument was returned on 23 apr 2018. When the reported event occurred the instruments may have been in service for 1.7 years. This event occurred during surgery near the patient. There was another suitable device available, the incident did cause a 30 minute delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. A review of the complain history indicates (B)(4) complaints have been reported against this part number. (B)(4) for a missing component, (B)(4) for bent, and (B)(4) for broke/cracked/damaged. Examination of the returned inserter confirmed that the threaded tip, of the locking knob, is partially broken off (threaded tip left in stem). The reported condition could possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. Surgical instruments condition can be determined while being used for its intended purpose. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.